Event description:
It was reported that during the implant procedure, the patient developed discomfort. An echocardiogram confirmed cardiac tamponade due to a myocardial perforation. The tamponade was managed by drainage. The lead was not implanted. No further patient complications have been reported as a result of this event.